Event description:
Caller alleged false positive troponin I (tni) results on triage cardiac panel test vs. Beckman dxc600i for patient 2. Patient was sent over from the emergency room (ER) and admitted to the hospital after triage testing. In the main hospital the sample was re-tested on the beckman. Customer does not know if any action was taken based upon the triage results. Customer was unable to provide any information on the clinical presentation of the patient, time of draw, or times of testing. Caller does not believe there is any remaining sample saved from the patient. Sample type: edta-whole blood (wb).

Manufacturer narrative:
Device lot k50515 was previously tested in-house. All results of whole blood testing meet quality control (qc) release specifications. No sample associated with the complaint is expected for return. Without sample returned for analyzing, specific sample interference could not be ruled out. CAPA (B)(4) was opened to address elevated tni at low end concentrations.